Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump was finishing infusion too early in day oncology. Per reporter, several new cadds were finishing infusion early. Infusion is cytotoxic medication in 250mls cassettes premade by compounder. Compounder is adding an extra 10mls volume to cassette to compensate for extension set loss in priming stage. Infusion is finishing early on several patients and different medication. A significant disruption to service is noted by the customer. The event occurred at patient home. No patient harm/adverse event reported.